Event description:
Initial inquiry: meter is reading 15 points higher than usual. Went on trip and meter stopped working, does not trust meter but got new prescription filled 8 boxes of strips worth (B)(6) and wants to be able to use them.